Event description:
(B)(4). Same patient as 2134265-2012-03502 and 2134265-2012-03503. It was reported that during a coronary artery stenting treatment procedure a dissection was discovered. The 90% stenosis located in the 1st diagonal was attempted to be treated with a luge guide wire, which was unsuccessful; hence a pt graphix was used to successfully wire to the diagonal. Following pre-dilatation with a 2.5 x 15 mm apex balloon a dissection of the diagonal was noted. This was treated with a 2.5 mm x 28 mm ion stent, with 0% residual stenosis. The patient was discharged with aspirin and effient.

Manufacturer narrative:
Event restenosis corrected from 94% to 99% and residual stenosis corrected from 0% to 20%. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the index procedure the patient was diagnosed with a st-elevated myocardial infarction and was referred for cardiac catheterization. The lesion located in the proximal left anterior descending artery was 99% stenosed with 99% in-stent restenosis with thrombus, not 94% as originally stated. Following treatment, residual stenosis was 20%, not 0% as previously stated and balloon angioplasty was performed using a 2.5x12 apex balloon catheter. During the index procedure the slow flow/no flow was noted in an unspecified side branch which did not require intervention. In (B)(6) 2012, the 90% stenosis located in the 1st diagonal was attempted to be treated with a luge guide wire, which was "unsuccessful" hence a pt graphix was used to successfully wire to the diagonal. Following pre-dilatation with a 2.5 x 15 mm apex balloon, a "dissection" of the diagonal was noted. This was treated with a 2.5 mm x 28 mm ion stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.